Manufacturer narrative:
The patient age, gender, and weight were not provided. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. A superficial driveline infection was reported on (B)(6) 2017. The patient was treated with oral flucloxacillin. No improvements were observed. The patient was admitted to the hospital on (B)(6) 2017 for IV antibiotics. Gallium scan performed. The patient remained in the hospital.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.